Event description:
It was reported to st. Jude medical that several unsuccessful attempts were made to communicate with the device. The device was verified not to be flipped in the pocket. The patient had reported a shock about a month ago followed by a tingling sensation. It was also noted that the lead impedance had been decreasing. The decision was made to explant the device and test the lead at system revision.